Event description:
It was reported revision surgery was performed due to dislocation.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for listed part 71339156 revealed prior complaints for the listed lot/failure mode. A review of complaint history for listed part 71342208 revealed no prior complaints for the listed lot/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.